Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 3.5 years post-op, the patient presented to the office with knee pain and was revised due to tibial loosening. The tibial component was found to be grossly loose with no cement adhered to the titanium surface. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen femoral component - unknown. Unknown - unknown nexgen articular surface - unknown. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided pictures identified the explanted tibia with foreign debris and scratches on the surface of the implant. As the devices were not returned, further evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.